Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". "[Inspection of endoscope] 8. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [inspection of water supply] 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found stretched angle wire. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. The reported issue of "reduced angulation" was confirmed. Furthermore, device inspection found clogged nozzle. Foreign material found clogging the device nozzle, attributed to be due to insufficient cleaning, handling issue. Additionally, the following defects were identified during device inspection: adhesive on a-rubber (adhesive connection) has a chip. Adhesive on a-rubber (insertion section ) has white-clouded area. Image guide (ig) protector found damaged. Paint on air/water (aw-cylinder) found peeled. Due to the nature of the reportable event (clogged nozzle with foreign material, insufficient reprocessing ), the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. Facility was not aware, noted ¿no¿¿¿ as to when the foreign matter adhered on the device. ¿ did not provided additional information. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. Customer noted normal, no abnormalities on the accessories used for reprocessing. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. Flushed the air/water nozzle with water and air. Flushed air/water nozzle with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Customer sent a repair request reported with an issue of " reduced angulation". No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign material clogged in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (insufficient cleaning (handling problems) identified during device return evaluation .